Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that treatment began at 9:30pm (B)(6) 2023. After approximately 1 hour therapy, the arctic sun device displayed alarm 113 (reduced water temperature control). Deteriorated water temperature control. According to recommendations, the patency of the water supply lines was checked, it remained correct, without any breaks. After another 40 minutes, the alarm repeated itself and the therapy parameters were still normal after 12 hours of therapy, the alarm occurred several times. The patient temperature rose to 34.1c, water temperature. The patient did not harm and the therapy was continued on the other device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed mixing pump. Appliance does not cool. T4 remains at 23.2°c. The mixing pump is too weak. Replaced mixing pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that treatment began at 9:30pm (B)(6) 2023. After approximately 1 hour therapy, the arctic sun device displayed alarm 113 (reduced water temperature control). Deteriorated water temperature control. According to recommendations, the patency of the water supply lines was checked, it remained correct, without any breaks. After another 40 minutes, the alarm repeated itself and the therapy parameters were still normal after 12 hours of therapy, the alarm occurred several times. The patient temperature rose to 34.1c, water temperature. The patient did not harm and the therapy was continued on the other device.